Event description:
It was reported by the patient that there was a leak at the portion of the tubing near the spike severs of the cadd administration set. No serious injury was reported in connection with this incident.